Event description:
The customer observed poor tropinin I precision on pt samples. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.